Event description:
The patient reported that their atrial lead was not working correctly. The patient wasn't sure specifically what the doctor was seeing but was insisting that the doctor test the existing leads during the replacement surgery. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.